Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unresponsive act button during an infusion set change. The customer did not know the blood glucose reading. Upon troubleshooting, it was found that the act button worked in the history section but not the fill cannula portion. The act button also worked on several other menus. The customer stated that there was an open face circle between the reservoir icon and the time on the insulin pump's home screen. After a battery replacement, the customer stated that the insulin pump no longer showed the circle and was able to rewind. The most recent blood glucose reading was 208 mg/dl. Advised to monitor the insulin pump. Nothing further reported.